Event description:
The patient experienced hyperglycemia on (B)(6) 2013, and she delivered insulin via the infusion device and drank water for treatment. During the night, she felt sick, vomited, and was positive for ketones. Her family drove her to the hospital, and her blood glucose was 400-500 mg/dl. She was treated with an insulin infusion and was kept in the hospital from 4:00 a.m.-12:00 p.m. She reported the infusion device had displayed several battery alerts and e7 electronic errors after the battery was changed. She believes the insulin delivery of the infusion device is too low. She switched to her backup infusion device and has experienced no further issues. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.